Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg0959 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that (B)(6) 2012, the patient was implanted a long term dialysis catheter. The surgery was successful. 3 times one week hemodialysis in hospital (B)(6) 2012. The patient found the catheter out of body part longer than before when he was stay at home.